Manufacturer narrative:
Investigation summary: customer returned (10) 1/2cc, 6mm, 31g syringes in open poly bags with the shelf carton from lot # 7226719. Customer states that the needle was seen in the leg. All returned syringes were examined and one sample exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. The shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. A review of the device history record was completed for batch# 7226719. All inspections and challenges were performed per the applicable operations qc specifications. There were sixteen (16) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during injection using a bd syringe with ultra-fine¿ needle, the consumer realized the needle was missing. The customer did not feel pain or discomfort at the site but was taken to a local clinic for an x-ray and then to a hospital for a second opinion. The initial x-ray showed the needle, however, the second x-ray no longer showed the needle. She then went to another clinic where a third radiograph was taken, but again, the needle was not observed. The doctors ¿suggest she make an appointment with a plastic surgeon¿. No additional information has been given at this time.